Event description:
It was reported, a pt underwent a double valve replacement surgery. Postoperatively, the pt presented with extreme shortness of breath. An echo showed the mitral valve had one leaflet stuck in the closed position and the mitral valve was explanted and replaced with a smaller rotatable valve. The patient's condition is reported to be improving. Add'l info has been requested.